Manufacturer narrative:
Section b5/b6: a previous pump was explanted from this patient on (B)(6) 2021 due to an outflow graft compression (addressed under MFR # 2916596-2021-01150). (B)(6) was implanted as the replacement pump on (B)(6) 2021. Patient had an additional pump exchange on (B)(6) 2021 due to driveline damage(addressed under this report). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient underwent pump exchange via an already open left thoracotomy. It was conclusive that the driveline damage was created from a bone screw/plate that was dislodged on the left intercostal. The hospital was informed that the corrosive damage would have gotten worse over time. Log file analysis captured a continuous driveline communication fault during the time of explant.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the returned heartmate 3 lvas, serial number (B)(6) confirmed compromised black and green wires within the pump cable. Although a specific cause for the damage could not conclusively be determined, the account confirmed that this was due to a screw from an intercoastal bone plate. (B)(6) was returned with the pump cable severed approximately 11.5¿ from the pump header. The distal portion of the pump cable and modular cable was not returned. The outflow graft and outflow graft bend relief were not returned. The apical cuff was not returned. Upon disassembly of the returned pump, visual examination of the pump¿s blood-contacting surfaces revealed no evidence of any developed or adhered depositions or thrombus formations that would have contributed to a functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. Visual inspection of the outer polyurethane jacket revealed an area of damage approximately 5.5¿ from the pump header. The damage to the outer jacket appeared to also penetrate the underlying layers including the underlying wires. The polyurethane jacket was removed, and the underlying woven polyester armor layer was damaged 5.5¿ from the pump header. The armor layer was removed and the underlying bionate was damaged approximately 5.5¿ from the pump header. The bionate was removed, visual and microscopic inspection of the underlying wires revealed damage to the black (ground) and green (com a) wires approximately 5.5¿ from the pump header. The damage to the green wire revealed that the wire had been completely severed. Additionally, black debris was observed within the breached insulation of the green wire. Visual inspection of the remaining red, yellow, blue, and brown wires revealed no obvious signs of breaches or damage to the insulation of the wires. Electrical continuity testing was performed on the 11.5¿ pump cable segment, which revealed electrical discontinuity of the green wire; however, no shorts were revealed in any other wires. Following the visual inspection, insulation resistance testing was performed on the dissected 11.5¿ pump cable which confirmed electrical shorting of the black and green wires at the location of the breached insulation. No further insulation breaches were identified during hipot testing. During additional testing, the pump was operated while shorting the damaged wires through a saline solution. This test reproduced the com a faults that caused the alarms in the submitted log files. The submitted controller event log file contained data relevant data from (B)(6) 2021 at 16:54:18 to (B)(6) 2021 at 17:01:09 per timestamp. The driveline was connected to the system controller on (B)(6) 2021 at 16:54:18. The pump started at 16:55:07. Following the pump start, com a faults and driveline comm fault alarms were active. The pump operated at the set speed for the duration of the captured data. The submitted lvad event log file contained data from (B)(6) 2021 at 16:56:50 to 16:57:08. The retrieved lvad event log file contained data from (B)(6) 2021 at 7:06:23 to (B)(6) 2021 at 11:31:13. The lvad event log files captured events that were due to ¿scia¿ lvad live faults, which occur due to a com a controller fault. The scia faults correspond with the com a and driveline comm fault alarms from the controller event log file. Temperature, rotor displacement and rotor noise were stable for the duration of the captured data. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 01feb2021. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 5 of the IFU, ¿surgical procedures¿ (under ¿creating the driveline exit site¿), instructs the user to make sure the pump cable is clear of surgical elements that could cause wear. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, address all system alarms, including driveline communication faults, as well as the recommended actions associated with each. Section 8 of the patient handbook, ¿handling emergencies¿, lists examples of emergencies, including driveline communication faults, and the recommended actions associated with these emergencies. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number for controller: 2916596-2021-05738.

Event description:
It was reported that the patient had a driveline fault on (B)(6) 2021 while sitting in a chair. Multiple attempts were made to clear the alarm with no success. The controller was then exchanged and the alarm came back immediately. Imaging was obtained and the modular cable was exchanged. Changing the controller and modular cable did not resolve the alarms. There were no events recorded on the controller leading up to the driveline communication fault. Upon evaluation of the driveline images, it was noted that there may be driveline damage in the area near the metal plate with screws. If the driveline was pierced by a screw it would allow body fluid to wick up towards the pump header or down towards the proximal connector causing corrosion triggering the fault. Log file analysis showed com a faults.